Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the left anterior descending artery (lad). A rotalink advancer w/tubular drive shaft and rotawire were selected for rotational atherectomy. During preparation, the guidewire was wound together with the burr. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual examination of the device found that the handshake connection was bent, and the advancer knob was not returned for further analysis. Wire insertion test revealed that the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues.

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the left anterior descending artery (lad). A rotalink advancer w/tubular drive shaft and rotawire were selected for rotational atherectomy. During preparation, the guidewire was wound together with the burr. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6).